Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2015, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #:(B)(4), ubd: 05-dec-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving morphine (5mg/ml) via an implantable pump for chronic low back pain and spinal pain. It was reported that the patient had their pump replaced for routine normal battery depletion on (B)(6) 2021 and the patient began complaining of increased leg pain after their replacement. They had no history of therapy difficulty prior to their pump replacement. It was unknown if there were external factors that led/contributed to the event. The patient had a magnetic resonance imaging (MRI) to rule out a compression fracture within the spine and a catheter dye study was performed where the healthcare provider was unable to aspirate the catheter. This determined that the patient potentially had gone through morphine withdrawal and their leg pain had returned. Surgical intervention occurred in which the old catheter was abandoned in the spine and tied off per recommendation, and a new catheter was placed and connected to the pump. The issue was resolved at the time of the report. The patient's weight and medical history were asked but unknown. The patient was without injury at the time of the report.

Manufacturer narrative:
H3 ¿ analysis of the returned segment of the catheter found ¿catheter sutureless connector ¿ difficulty with sutureless connector¿. Damage ¿consistent with explant damage, confirmed by the tooling marks visible on the retaining ring. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2015, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #:(B)(4), ubd: 05-dec-2016, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving morphine (5mg/ml) via an implantable pump for chronic low back pain and spinal pain. It was reported that the patient had their pump replaced for routine normal battery depletion on (B)(6) 2021 and the patient began complaining of increased leg pain after their replacement. They had no history of therapy difficulty prior to their pump replacement. It was unknown if there were external factors that led/contributed to the event. The patient had a magnetic resonance imaging (MRI) to rule out a compression fracture within the spine and a catheter dye study was performed where the healthcare provider was unable to aspirate the catheter. This determined that the patient potentially had gone through morphine withdrawal and their leg pain had returned. Surgical intervention occurred in which the old catheter was abandoned in the spine and tied off per recommendation, and a new catheter was placed and connected to the pump. The issue was resolved at the time of the report. The patient's weight and medical history were asked but unknown. The patient was without injury at the time of the report.

Event description:
Additional information was received from the consumer on (B)(6)2022 who reported that they went through withdrawal and confirmed it was due to ¿clogged tubing¿. It was confirmed the patient meant the catheter was clogged. The patient stated they had their catheter replaced last year due to this issue and explained it was ¿the worst thing I've ever had to go through and I never want to go through it again.¿

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the device manufacturer representative indicated that the pump connector broke after disconnection.

Manufacturer narrative:
Continuation of concomitant medical products: product ID: 8780, lot# serial# (B)(6), implanted: (B)(6) 2015, product type: catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.